Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced two severe hypoglycemic events, one following a ¿more¿ meal announcement with inadequate food intake and another associated with overtreatment of a low. Symptoms included loss of consciousness requiring emergency response. Outcomes included emergency medical intervention, including one hospitalization and one at-home treatment by paramedics. Investigation included complaint handling and attempts to obtain a blood glucose questionnaire and event details. Investigation of this case revealed insufficient information to determine a definitive device-related cause. It was concluded that the cause of hypoglycemia was unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.